Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Customer reported while using glidescope avl monitor during patient procedure, the image cuts out. No patient/user harm.

Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services attached the monitor to a cart and ran the monitor while flexing the shell. They could not duplicate the failure. The failure mode will be monitored for tracking and trending.